Event description:
Customer reported that approximately 159 creatinine results on dialysis patients were mis-reported as low results. The samples were rerun 5 days later and reported in the expected range. No patient harm was reported.

Manufacturer narrative:
This event is being filed in the excess of caution. No medical action was taken that beckman coulter is aware of. The customer stated creatinine reagent was being poured from 180 ml bottles to smaller 120 ml bottles. Given the nature of creatinine reagent to foam when transferred or mixed, the likely cause of falsely low creatinine results in this case is bubbles on the surface of the creatinine reagent impacting the accurate dispense of the reagent. The inaccurate dispense in this event would cause the false low results. The customer has been instructed to discontinue pouring creatinine reagent from one bottle to another. The reagent is performing as expected.